Event description:
Complainant alleged that when the clinicians attempted to defibrillate a pt who was in cardiac arrest the device displayed a "defib fault 80" message and did not discharge the energy. The clinicians then obtained another device and shocked the pt. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.